Event description:
It was reported that the right ventricular lead exhibited loss of capture; the lead impedances were high in bipolar configuration and low in unipolar configuration and also exhibited high thresholds. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was received in two segments. Rib clavicle crush damage was noted at 25 cm to 36 cm from the distal end. The inner insulation was damaged at 24.5 cm to 25.0 cm from the distal end. Both insulations were damaged and all five filars of the outer coil were fractured. Lead shorting was found due to insulation damage in the clavicle crush region.